Manufacturer narrative:
Complaint no: (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set had a downstream occlusion alarm during infusion. The patient was receiving a 5% dextrose solution with potassium and sodium bicarbonate. The set was being used with an unspecified sigma spectrum pump. The problem was resolved by changing the set with a new one. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not reveal any defects. Functional testing was performed; the device flowed normally with no alarms noted on the in-house pump. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.